Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm and no failed battery test alert during test noted. Motor passed motor test. Device received with scratched lcd window and stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the scratches on insulin pump screen makes screen harder to read. The customer stated that the insulin pump had motor error in past and reject new battery. Customer reported that the insulin pump stripped battery cap making it harder to remove when replacing new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.